Event description:
A malfunction was reported with the customer's pump. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with blood glucose level of 600 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2026. Ultimately, the customer reverted to an alternate method of insulin therapy.